Manufacturer narrative:
Product analysis: the interior of the device was found to be contaminated by battery corrosion. The display wire was found to be pin ched. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested and it passed its final quality assurance tests. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for calibration and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.